Event description:
On (B)(6) 2012 the pt reported that the infusion device changes from run to stop mode w/o warning. This has been occurring for 3.5-4 months. She stated the issue last occurred about a month ago. The pt reviewed the alarm history and an e4 (occlusion) error was listed on (B)(6) 2012. At that time the pt gave the infusion device to a nurse who assists her and the nurse was able to clear error. She stated that she is certain the infusion device did not display an alert or error message when it went into stop mode. The pt did not require treatment when it went into stop mode. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device ws replaced. The infusion device, battery, and battery cover was requested to be returned for eval.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified, and the product meets the specifications regarding the customers allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and both meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The battery cover passed the optical inspection.